Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found no significant anomaly. Analysis found motor o-ring wear.

Event description:
Information was received from a consumer and company representative in regard to a patient receiving baclofen 2,000 mcg/ml at 559 mcg/day via an implantable infusion pump. The lot number was unknown. The indication for use (IFU) was listed as intractable spasticity. It was reported that the reason for pump replacement was due to longevity, but it was believed there was a malfunction with it, because the patient was overdosed with the brand new replacement pump. It was thought that the old pump wasn't delivering the medication or something because of the overdose. A company representative was given the old explanted pump because of the overdose that occurred with the new pump, to analyze if something was wrong with the old pump taken out. Refer to manufacturer report # 3004209178-2015-21133 for overdose with replacement pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.